Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana. 47402-4195. Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the implantation, it turned out that the stent is too long. Instead of 6 cm, the length of the stent was 6.5 cm.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). This report is being submitted as a cancellation report, initial reporting was based on a conservative assessment based on serious injury as the device was returned so a conservative assessment was carried out based on the assumption the deployed stent had to be removed from the patient. Additional information was received confirming that stent was not fully deployed into the patient, it was re-captured through the introduction system. The file has been re-assessed and has an overall risk category iia (low). This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report as per section 803.50 of 21 cfr 803. No adverse effects to the patient was reported as occurring. Complaints of this nature will continue to be monitored for potential emerging trends. The device involved in the complaint was evaluated in the laboratory on the (B)(6) 2019. Stent appeared elongated, stretched and narrow. Stent measured approximately 6.6 cm. As per customer testimony "¿an incorrect length was noted when it was expanded in the bile ducts, when the operator noticed that the too long stent covers the gall bladder, and should not. A measurement was made, which showed that the stent is more than 6.5 cm, after a day of restfulness the stent had 6.5 cm instead of 6 cm. Following the laboratory evaluation addition information was requested to clarify what occurred during procedure. As per customer testimony the following: 1. Was the stent was fully deployed in the patient? Yes, and after deployment it turned out that the stent is too long 2. If so was the stent removed after placement in the patient? If so, how was the stent removed? Yes, the stent was removed. The stent was introduced back to the introduction system and removed. 3. Was the stent removed within the same procedure or was an additional procedure required? The stent was removed in the same procedure. As per customer testimony "during the deployment of the stent (before fully deployment) the doctor noticed that the stent is too long and the stent was re-captured by the device and removed. After removal, the stent was measured and it turned out that the doctor was right that the stent was too long." Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Additionally, as per sustaining engineer "in relation to this complaint, the stent length must recover to +10% / -5% of the length specification post-deployment. The stent length as per the drawing should be between 57-63 mm. That means that after deployment the stent length could be between 54.15 -69.3mm. This stent measured 65mm which is between that range so there is nothing wrong with the stent. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1529841 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1529841; upon review of complaints this failure mode has not occurred previously with this lot #c1529841. The instructions for use ifu0062-5 which accompanies this device instructs the user to ¿note: it is not possible to recapture stent after passing point-of-no-return,¿ ¿to reposition distally/remove stent during initial stent placement procedure, grasp the yellow grasping loop at the end of stent with forceps and reposition distally/remove as required.¿ ¿this stent is not intended to be removed after initial stent placement procedure and is considered a permanent implant¿. There is no evidence to suggest that the customer did not follow the instructions for use ifu0062-5. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to tortuous path or difficult anatomy that could have created stent elongation during deployment. Additionally as per sustaining engineer "after deployment the stent length could be between 54.15 -69.3mm. " according to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
This follow up report is being submitted to cancel the initial mdrduring the implantation, it turned out that the stent is too long. Instead of 6 cm, the length of the stent was 6.5 cm.additional information received 18-mar-19: confirming the stent was not fully deployed, it was re-captured through the introduction system. Ae re-assessment required, serious injury is not applicable no potential precedence applicable as the stent was not deployed.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the implantation, it turned out that the stent is too long. Instead of 6 cm, the length of the stent was 6.5 cm.